Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced silent ischemia. Lesion 1 was located in the distal left anterior descending (lad). The lesion was 80% stenosed, 2.75mm in diameter and 20mm long. The lesion was treated with predilation and placement of a 2.25x24mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2011, the patient experienced silent ischemia requiring intervention. The patient had exercised and felt fatigue, shortness of breath and chest tightness. The patient had st segment depression. The stress test revealed stress induced ischemia. The patient was referred for cardiac catherization and possible percutaneous coronary intervention. 1 day later, the distal lad had 90% in-stent restenosis and was treated with angioplasty and placement of a 2.5x28mm non-bsc drug eluting stent. Post dilation was performed. Residual stenosis was 0%. The event was considered resolved without residual effects. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).